Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. This lot was manufactured and packaged on sept. 8-10, 2014. During the packaging of this lot, pieces were visually inspected and physically tested with no issues recorded relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested with no issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. No samples were received for evaluation. Sample analysis will be conducted if a sample is received at a later date. Since a sample was not received, sample analysis could not be conducted at this time. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a product failure could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description provided by the customer, possible root causes might include damage to the shield or lock insert retention features, contamination on the lock insert or cannula post, and missing adhesive or uncured adhesive. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield issues during the assembly and packaging processes. The manufacturing plant maintains material verification processes. The resin, lock insert and cannula must pass an inspection and certification review before they are released to the floor for production.

Event description:
All lots of hypodermic needle tubing meet the requirements defined in international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The manufacturing plant measures the thickness of the barrel wall. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence, missing, inverted, bent and canted cannula to ensure the cannula are within specific limits. The safety shield is exercised during installation to ensure proper movement. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to prevent damage to the syringe assembly. During manufacturing, associates visually inspect syringe assemblies and test product to ensure the requirements of the quality inspection standard are met. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The instructions for use indicate: immediately following the injection or aspiration procedure, lock the safety needle shield. Push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your thumb or finger behind the needle at all times. The magellan safety syringe is locked once the needle tip has been completely covered and shield is in the fully extended position. Verify locked position through audible, tactile, and/or visual feedback.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an insulin safety syringe. The customer reports the safety device was activated and easily detached from the syringe. The customer reported that there was no patient involved and no injury or medical intervention.